Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the cord plug was cut off and not returned. The reported condition could not be confirmed. Investigation found that the cord has been cut off and the cord plug was not returned. Without the cord plug, a detail investigation could not be performed for the reported complaint. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was not getting hemostatic seals. An end tone was heard, but no regrasp alarm. There was no patient injury.